Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support provided instructions for resetting the pump, and the customer planned to reset it and follow-up if further assistance was needed.